Event description:
Device 2 of 3. Reference MFR report #: 1627487-2012-06045. Reference MFR report #: 1627487-2012-06047. The pt has four leads (two are from the same lot). It was reported, the pt is not longer receiving adequate coverage. The pt is also experiencing stimulation in an unintended area. An impedance check was performed and low impedance was revealed. X-rays were taken and no anomalies were found. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.